Event description:
The pt reportedly did not receive benefit from the cochlear implant and experienced facial nerve stimulation. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. However due to lack of pt progress, the decision was made by the implant surgeon to explant the pt's cii device.